Manufacturer narrative:
Follow-up # 1 date of submission 23-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. The pump was unable to power up and was completely unresponsive during the investigation. The investigation was unable to verify some steps due to the pump having no power. The reported ¿power¿ complaint was duplicated due to the impact damage. The pump was opened and there were no intermittent conditions found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was no power to the pump and the battery compartment was damaged. The battery cap was not able to tighten securely to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.